Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the lead explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the ipg was explanted and replaced to address the high impedances. Replacing the ipg did not resolve the high impedances, as such, surgical intervention may occur on the lead.